Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on 02-mar-2026. The infusion set was detached at from the site connector. The infusion set was used for a couple of hours. No further information available.